Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A other health professional reported that during an intraocular lens (iol) implant procedure, the plunger go straight on the right side without the lens and the lens crashed to the left side. The procedure was completed with another lens during initial procedure. Additional information has been requested.